Event description:
It was reported the patient presented to the clinic where it was discovered that the patient¿s lead was not capturing. Records revealed that the patient¿s heart rate was occasionally slow during periods of non-capture but the patient experienced no other ill effects. The lead was capped and replaced. The patient was stable post-procedure.